Event description:
It was reported that during a procedure, ¿one tip of the [bipolar] insert broke into the abdomen of the patient. Cleaning dept noticed that bipolar was broken, they informed the surgeon and he used his endoscopic camera to search the broken tip without success. He had to use fluoroscopy to find it and to take it out of the patient. Longer anesthesia.¿

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device has not been returned for evaluation. Method ¿ no testing methods performed.

Manufacturer narrative:
Device returned to manufacturer: 07/11/2014. The device was returned for evaluation. The product analysis found ¿one of the jaws is broken next to the striations. The fragment was not returned but it has been recovered by the hospital. No material of manufacturing defect was found. An unusual curve is observable next to the breakage area. The most probable cause of this breakage is a succession of important efforts [excessive force] on the jaw during the use or the reprocessing of the instrument. The curve indicates that there was an important deformation of this area before the rupture.¿ method ¿ actual device evaluated; visual inspection. Results - stress problem; fracture problem. Conclusion ¿ operational context caused or contributed to event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.